Event description:
It was reported that during a follow up, low sensing and high threshold were observed. X-ray revealed lead perforated patient's heart. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.